Event description:
It was reported that the patient experienced withdrawal on (B)(6) 2011 following an elective pump replacement (request for larger reservoir pump). The patient had no medications delivered during the time in the operating room (or), which caused the withdrawal. The patient experienced symptoms of sweating and was flushed. A bolus was administered and the patient recovered, and was noted to have good therapy. The device system was used to deliver lioresal.

Manufacturer narrative:
Concomitant product: product ID 8709, serial # (B)(4), product type catheter. (B)(4).